Event description:
It was reported that the device seemed to have fluctuating temperatures. There were unknown patient harm reported as a result of the event.

Manufacturer narrative:
The complaint is that the device temp fluctuation is verified. Performed a visual inspection, filled reservoir with water, attached temp check e5579 due date apr 2025, plugged in line cord, turned on power, and performed functional tests. Yes, the temp fluctuates, due to faulty pcb.